Event description:
New information received: patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for a normal follow up, device was unable to be paired with a remote transmitter after multiple attempts due to rf internal error. A device download was performed and the rf capability function was confirmed. Patient was enrolled in remote monitoring. No further information available.